Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, an anterior chamber vitrectomy was performed due to "vitreous came around edge of lens." The lens remains implanted and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).